Event description:
A patient had reportedly begun experiencing an increase in seizures per clinic notes dated (B)(6) 2016. Over the prior month, the patient had multiple prolonged seizures. However, in april the had only one seizure and zero in march. The caregiver also denied any medication changes that could have been contributing. It was also stated that the vns magnet was not as effective as it had been in the past at stopping seizures. The physician also reported that the patient's vns system, including the magnet, was functioning properly per diagnostics. The patient's settings had not been changed prior to this visit. The physician stated he believed the patient's increase in seizures was potentially related to the generator nearing battery depletion, although interrogation did not show near end of service. The physician opted to increase the patient's normal mode and magnet mode output currents. No surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The patient underwent a generator replacement due to battery depletion on (B)(6) 2016. The post-op lead impedance values were within normal limits. The explanted generator was reportedly discarded after replacement.

Manufacturer narrative:
The initial report inadvertently referenced diagnostics when diagnostic results were not provided.

Event description:
Product information was received by the manufacturer on 06/30/2016. A review of the internal programming history for the generator was performed and showed that there were no indications of a device malfunction, all system diagnostics were within normal limits. Additionally, the last known interrogation available on (B)(6) 2015 showed that the device was not at end of service. Additionally, magnet mode diagnostics were performed on (B)(6) 2015 and indicated that the magnet was delivering the intended therapy. No further relevant information has been received to date.